Event description:
It was reported that the patient's blood glucose level rose to 300 mg/dl while wearing the pod between 4 and 24 hours. Investigation of the pod found a tear in the cannula. The device was originally reported due to the patient being unsure that the pod was delivering insulin.

Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. The device was received with corrosion on the mechanism rail, bottom battery, pcb and commutator cap resulting in low batteries and data loss. The investigation found a tear in the internal portion of the soft cannula, which resulted in a fluid leak. The internal cannula tear can be confirmed as the cause of the internal corrosion, data loss and reported event. The device was received with damage to the fill port, fill port environmental seal, reservoir and top housing. This damage was observed to be aligned in one path. Fluid was observed to leak from the reservoir. The severity and alignment of the damage, as well as the user reporting to operate the device before encountering an error all indicate that this damage occurred post use. It is possible that the puncture in the reservoir contributed to the internal corrosion and data loss. The exact cause of the fill port, fill port environmental seal, reservoir and top housing damage could not be determined. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.1 hardware: iphone14.3 cgm sensor type: not provided please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.